Event description:
The sales representative reported on behalf of the customer that the 00507118100, 19.5 x 86 x 1.27mm (.050 inch) oscillator blade, qty 5 was being used on (B)(6) 2023 during a knee replacement and the ¿tooth form saw blade broke off. The piece was found and removed from patient". There was no impact/injury to the patient. The procedure was completed with a ¿new blade¿ and there was no delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Visual examination of returned used blade, found that the blade was returned misused with broken teeth. A broken tooth was not returned for evaluation. Both sides of the blade are deformed (damage), due to misuse. Examination was performed per print (B)(4) could not find any issue with critical dimensions. This is a technique dependent device and the most likely cause of this suspected failure is excessive force, lateral/side loading, and/or stalling of the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 16 reports, regarding 125 devices, for this device family and failure mode. During this same time frame 1,821,084 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised the following: avoid contact of blades with cutting blocks, retractors or other instrumentation. Damage to blade or instrumentation may occur. Metal fragments may cause injury to patient or user. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the (B)(4), 19.5 x 86 x 1.27mm (.050 inch) oscillator blade, qty 5 was being used on (B)(6) 23 during a knee replacement and the ¿tooth form saw blade broke off. The piece was found and removed from patient". There was no impact/injury to the patient. The procedure was completed with a ¿new blade¿ and there was no delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.